Event description:
The patient initially sustained a right third mcp collateral ligament avulsion. He had persistent pain and a general orthopedist placed the initial implant. He then presented with persistent pain. He had a scar on the extensor tendon, which was clicking over the dorsal aspect of the metacarpal. He underwent extensor tendon tenolysis and the prosthesis was upsized from a 10 to a 20. He gained full motion and strength at three months. He returned at 4 months with ulnar deviation of the digit and a painful clicking, which was different from the prior pain from the scar in the tendon.